Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to mesh erosion, infection, urinary incontinence, and a rectocele. It was reported that the patient underwent excision of sinus tract (left cuff) on (B)(6) 2012 due to complications of prior sacrocolpopexy with mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total abdominal hysterectomy and bso; due to symptomatic stage iii uterovaginal prolapse, and complex hyperplasia with atypia.